Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, foreign - event occurred in (B)(6).

Event description:
It was reported that during an initial hip arthroplasty the rubber began to shred off the flexible drill driver. A piece fell into the patient but was retrieved prior to closing the patient, with no surgical delay. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of product returned. Upon visual inspection the rubber sheath had been ripped. There was no further damage to the driver or the rubber sheath. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.